Manufacturer narrative:
Event date: (B)(6) 2016. Concomitant product therapy date: (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that overinfusion was observed with a blood tubing set. The reporter stated that the tubing infused faster than it should have. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. A leak test was performed with no issues noted. Pressure test and clear passage under water were performed with no defect found. Functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.